Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of vascular tissue injury, ischemia, hemorrhage, nerve damage, occlusion, hematoma, unspecified infection, pseudoaneurysm are listed in the electronic proglide instructions for use (IFU), as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects of tissue injury, ischemia, hemorrhage, nerve damage, occlusion, edema, hematoma, unspecified infection, pseudoaneurysm, and the relationship to the product, if any, cannot be determined. A definitive cause for the adverse event without identified device or use problem could not be determined. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The aim of this study is to compare the outcomes of percutaneous femoral closure using prostar devices to open cut down for endovascular aneurysm repairs (evars) . The complication rate was 2.7% for the percutaneous group and 4.3% for the open cutdown group. 5.4% of the prostars had failures, some of which occurred during the deployment of the device or at the end of the operation [failure to achieve hemostasis] leading to conversion to open surgery. The remainder were noted postoperatively and included pseudoaneurysms treated with thrombin injections and an embolectomy for a thrombosis which was likely due to the prolonged compression after inadequate hemostasis. Additional complications related to prostar devices included wound infection and bleeding mechanism of device failure included the suture being pulled through the artery and unspecified technical failure. Lastly, the study summarized data comparing the safety of using prostar and proglide devices versus surgical cut down. Overall, it was concluded that proglide devices are associated with lower rates of life threatening bleeding, lower rates of vascular injury, lower extremity ischemia, bleeding, nerve injury, occlusion, surgical wound revision, leg edema, and hematoma when compared to open cut downs as the closure method. Specific patient information is documented as unknown. Details are listed in the attached article, titled "the safety and effectiveness of the prostar xl closure device compared to open groin cutdown for endovascular aneurysm repair"

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The prostar device referenced in b5 is captured under a separate report. B3: date of event estimated from 01/01/2005 to 12/31/2013 as the article states that this is the date range the patients underwent evar procedures. D4: the UDI is not known as the part and lot number were not provided. Three individual patient's reported in the article were captured under the following manufacturing numbers: (B)(6). Literature attachment: the safety and effectiveness of the prostar xl closure device compared to open groin cutdown for endovascular aneurysm repair.